Event description:
The customer reported the spo2 value was always 100. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing.  During simulation testing, the sensor passed manual and preset conditions and provided accurate measurements. The sensor was determined to be functioning as designed. Initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6). Model# updated from 4053 to 4053-9.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported the spo2 value was always 100. No patient impact or consequences were reported.